Event description:
It was reported that during a t2 femoral nailing procedure, the drill bit broke. It was also reported that the broken tip of the drill bit was removed from the surgical site. It was further reported that the procedure was completed and there were no adverse consequences as a result of this event.

Manufacturer narrative:
The drill bit subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the drill bit was broken at the tip of the bit. The returned drill bit was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is potentially a combination of extreme use conditions and the poor bearing properties of the ultem material of the drill guide.